Event description:
Our ambulance company purchased bio-plastic straps for all our cots and we have had several problems with the straps malfunctioning with pts strapped to the cot. In most cases the straps have been cut to allow for pt to be transferred to the emergency room for further care. The problem is the buckle will not open when the button is pushed to open the buckle. I have addressed the issue with the company and the 1st two times they replaced the strap. The 3rd complaint was met with great resistance from the company stating that the 18 month warranty was up. After complaining and threatening to take further action they finally replaced the defective strap. Now we have additional complaints that continue to come across my desk and feel that I need to make the FDA aware of these defective medical straps that continue to cause problems that the company knows about but fails to correct the issue because the warranty is expired.